Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor 0j07va69k has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased and damaged component was observed. Sensor was scanned to check that sensor can communicate with patch test utility software. Sensor was unscannable because of the board was damaged during de-casing. An extended investigation was performed. Visual inspection was performed on the returned de-cased puck and damage was observed during de-casing. A visual inspection was performed using a digital microscope on the returned puck and no anomalies or damage were observed on the returned sensor. The observed detachment of the molex connector leg did not affect puck scan ability as evidenced from the attached extracted data. An smu (source meter unit) test was performed to check the functionality of the returned sensor and check the accuracy of the puck¿s readings. However, when attempted to activate the sensor event log is full message was observed. A full event log prevents from re-programming and performing functionality testing. Investigation was unable to continue as the returned sensor is no longer in its original condition or a condition to perform any testing. Given that the sensor event log is full and smu, poise voltage, and temperature tests cannot be conducted during extended investigation, the conclusion of this investigation is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 350 mg/dl compared to readings of 137 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 15 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 350 mg/dl compared to readings of 137 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 15 days. There was no report of death, serious injury, or mistreatment associated with this event.